Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and abutment were placed in the mouth, primary stability was lost in type ii bone. The implant was covered in bone. The site was grafted, the product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and abutment were placed in the mouth, primary stability was lost in type ii bone. The implant was covered in bone. The site was grafted, the product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).